Event description:
It was reported by service report that the side rail on the pt right head has impact damage and it will not stay in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail latching mechanism.